Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a tortuous lesion in the mid right coronary artery (rca). An asahi sion guide wire was inserted through the radial artery and delivered to the ostial rca. The guide wire was damaged when it was advanced to cross the lesion. Several devices were used to remove the guide wire and the wire tip was separated during removal. The separated wire tip remained in the proximal-mid rca and a small part of which was in a proximal small branch of the rca. Blood flow in the small branch was not affected. An attempt was made to retrieve the wire fragment by snaring but was not successful. A stent was then deployed to treat the lesion and embed the wire fragment with enhanced anti-thrombotic therapy. The intended treatment was completed. It was informed that the patient was discharged without any issues after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that stress generated with torquing manipulation, pushing and/or pulling manipulation might have been locally applied on the tip of the sion guide wire while the wire tip was caught by the lesion. Consequently, the wire tip was separated. Although it was concluded that this event was not attributed to product quality, additional treatment such as stent deployment against the fragment was considered an adverse patient effect and therefore this event was determined to be reportable. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.